Event description:
Per the field nurse, the pt called her stating the cadd legacy pump serial number (B)(4) was showing a high pressure alert. The pt switched to the back up pump and continued with her infusion without any dose interruptions. A new pump is being sent out to the pt. The reported product fault occurred while in use with a pt. The product issue did not cause or contributed to pt or clinical injury. A replacement pump was sent out for the next day. Dose or amount: 10ng/kg/min, frequency: continuous, route: intravenously. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.